Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 588 mg/dl. Troubleshooting was performed. The customer's recent glucose reading was 280 mg/dl, and she was treated with an insulin drip. The customer stated that she will call back when spare supplies are available to complete the testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.